Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. The repair cannot be verified. A non-medtronic service provider opened the compressor, cleaned the air intake filter, suction filter, water trap filter and both the compressor and ventilator worked properly.

Event description:
It was reported that during set up a ventilator compressor was inoperative, was not building pressure, was the primary gas source so the ventilator generated an air supply loss alarm. There was no patient involvement.